Event description:
Following the initial implant of the device, an attempt was made to interrogate the device. An error message appeared and the device was unable to be interrogated. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Analysis performed indicated the device maintained communication with the programmer without any anomaly exhibiting normal device characteristics. A sensitivity test was performed with max sensitivity settings and the device was able to sense within the product specification and inspection of the feed through pins show no contaminants or foreign material. The reported event of a an inability to interrogate the device was not confirmed.